Manufacturer narrative:
Unit unable to prime during the prime/delivery test and motor error alarm during the basic occlusion test due to protruded/loose drive support disk. Motor passed motor test. No compromised force sensor system alarm. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. Unable to perform the excessive no delivery alarm due to prime anomaly.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. The customer reported removing the battery, but the alarm persisted. Customer also reported that insulin was squirting out during the manual priming process. During troubleshooting, the customer confirmed that the drive support cap was loose. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.